Event description:
It was reported by the food and drug administration (FDA) via a medwatch report that, while in use on a patient, the pb980 ventilator alarms flashed but there was no sound from the ventilator or the responder 5 nurse call system. The patient was transferred to an alternate ventilator without injury. The hospital biomedical engineer completed extended self testing (est) / short self testing (sst), ran ventilator on a test lung, simulated alarms with working sound and verified signal at responder 5 was correct.

Manufacturer narrative:
Section h9: 806 number 8020893-03142022-01-c. This report is being submitted as part of remediation activities associated with CAPA#643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are not reported as mdrs; this is not a new malfunction/event. H3 device evaluation summary: reportability reassessed based onthe 806 reports submitted to the FDA. Medtronic conducted an investigation based upon all information received. It was reported by the food and drug administration (FDA) via a medwatch report that, while in use on a patient, the pb980 ventilator alarms flashed but there was no sound from the ventilator or the responder 5 nurse call system. Ventilator alarms are not alarming as needed. Ventilator taken out of service. The hospital biomedical engineer completed extended self test(est)/short self test(sst), ran ventilator on a test lung, simulated alarms with working sound and verified signal at responder 5 was correct. The investigation found the device to function normally. Further action was not required because the device tested in specification/performed as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.